Event description:
It was reported that the pump exhibited system failure;force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the device showed the top case was cracked at front lower left corner, right plunger case on the side and battery door was cracked, and the left plunger case had a broken screw boss. Force sensor test found in pump event history log. During the functional testing the force sensor test error was duplicated at power up. The force sensor did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor and performed power up process and all functional tests which passed.